Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h4, h6, h11 corrected fields: d8, g2, h8 d8 correction: the fields should have been filled as: no information. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: there was missing adhesive on the forceps cover. A definitive root cause for the reported events could not be identified. Based on the results of the investigation, it is likely the following led to the malfunctions: component failure. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the ultrasound gastrovideoscope's tip of the scope was cracked. There were no reports of patient involvement.